Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received overnight correction insulin from a newly initiated ilet system, after which the patient¿s blood glucose fell below 70 mg/dl; the spouse administered oral carbohydrates including juice and a cookie, and later additional juice, and customer care assisted with connecting the ilet app to view data. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the spouse and analysis of information provided by the user. Investigation of this case revealed no specific findings, with the device problem and component details limited by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.